Event description:
It was reported that the patient has been experiencing itchy rashes surrounding the device pocket. The physician has concluded that it is not infection related and resolves upon use of a prescribed topical cream. However, the rash comes back after the patient stops using the cream. The patient will continue with normal follow ups and no additional information is available.